Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that prior to the ablation, the cavity was visualized with no abnormalities noted. The ablation was completed successfully, and a hysteroscopy was again done, with excellent visualization of the fundus and no evidence of perforation. Postoperatively, she did well until day two. The patient developed sudden onset lower abdominal pain and went to ER. She was eventually taken to the operating room where a laparoscopy was performed. At this point, there were bowel contents in the abdomen. General surgery was called and an open laparotomy was done, noting two perforations in the ileum. The uterus had two localized and circular cautery marks on the fundus. The patient had a bowel resection. No additional details available at this time.